Event description:
It was reported that bd vacutainer® acd-a 1.5 ml blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "tanya says that the package is dirty on the inside. There is some unknown brown material leakage."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/3/2020. H.6. Investigation: bd received 1 shelf pack and 2 photos from the customer for investigation. The photos were reviewed and the indicated failure mode for additive leakage with the incident lot was observed. When the additive leaks and dries it turns a dark brown color. Additionally, the customer sample was evaluated by visual examination and the issue of additive leakage from cracked tube was confirmed as there was a damaged tube in the middle of the shelf pack. 200 retention samples from bd inventory were evaluated by visual inspection and no cracked tubes were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® acd-a 1.5 ml blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "(B)(6) says that the package is dirty on the inside. There is some unknown brown material leakage."